Event description:
During an anterior communicating artery aneurysm coiling procedure the subject device, the 1st coil placed in the aneurysm, was prematurely detached and blocked artery. The physician pushed the guidewire again and as a result of this, the aneurysm ruptured. The bleeding was stopped with a gdc 10-soft synerg detection circuit, the 3rd coil placed in the aneurysm during the procedure. Patient did not suffer any serious consequences as a result of this event.